Manufacturer narrative:
This report is submitted on december 6, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to poor performance with device use. The patient was reimplanted with another cochlear device during the same surgery.